Manufacturer narrative:
The device was returned with the customer's connector assembly, but without the tubing and breast shields and was evaluated on 12/03/2019. The device did not pass suction and cycle specifications using the customer's connector assembly with medela lab tubing and medela lab 24mm breast shields. The device was then retested with a full medela lab kit and did not pass suction and cycle specifications. It was identified in the evaluation that there was residue on the membrane plate on the motor aggregate (refer to attached picture and product evaluation), which confirms the customer's report of low suction; however, ca11-001 found that it cannot be definitively concluded that a low vacuum breast pump causes or contributes to mastitis. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Manufacturer narrative:
Customer service sent the customer a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2019, the customer indicated that had been prescribed antibiotics for the mastitis, which began on (B)(6) 2019. She stated that she had received her replacement pump, but she was still using a symphony pump which she had rented from the hospital because she felt like she was still not fully emptying with the replacement pump. She additionally indicated that the mastitis was resolved, but she would like to speak to someone regarding the return of the replacement freestyle breast pump. The customer was referred to customer service. Customer service contacted the customer and she indicated she was not emptying with the replacement freestyle breast pump and had been advised by a lactation consultant to continue using the symphony breast pump. Customer service also conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set. During troubleshooting the customer indicated she has been resetting her kit parts constantly and the suction will work, but if she pumps right after with the symphony breast pump she is still able to express more milk. The customer requested to try a different medela breast pump and was sent a pump in style breast pump. Return of her replacement freestyle pump was requested for testing/evaluation. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of (B)(6) 2013 to (B)(6) 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2019, the customer alleged to medela llc that her freestyle breast pump had low suction, which caused painful engorgement and mastitis. She additionally alleged that she had seen her doctor.